Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7093073 UDI: (B)(4).

Event description:
It was reported that patient had an active infection at the implantable pulse generator (ipg) site. It was noted that the implant site had opened up and was draining. The physician noticed that the ipg site was irritated, red, hot and looked like a burn. It was further noted that the site was not healing. The patient was placed on intravenous (IV) antibiotics and was hospitalized.